Event description:
While using the freestyle 3 sensor, last 2 sensors the alarms have been going off indicating low glucose, as low as in the 50's, while doing a finger prick, glucose monitor shows 90-120. Ref report: mw5157877.